Event description:
The customer reported there was no response when the power switch on the ventilator was switched on. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Evaluation and testing of the unit by the manufacturer's product support technician revealed a short in the display cable to the main pcb board, causing the reported problem due to a loss of 5v at the main pcb board. Failure of the 5v supply as noted while in use may result in the ventilator shutting down and alarming. The service technician replaced the display cable to correct the finding. Final extended self testing (est) was completed, and the unit passed per operating specifications.